Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. Insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack on reservoir compartment. It was stated that there was no knowledge of what caused the crack. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.